Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: november 26, 2013 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two zip fix application instruments would not loosen or function. No patient or procedural involvement. Device issues discovered upon routine inspection. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: in the product development evaluation, it was found that the trigger of the instrument, as per the complaint description, did not always function freely. However, after the instrument was lubricated (as per the manufacturer¿s instructions), the function of the instrument was fully restored. Three implants could be tensioned and cut, as per the design intent. The root cause of the functional issue is related to the not preformed lubrication of the device by the user. No design related issues could be identified by product development. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.